Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2004, the patient was implanted with two gore excluder bifurcated endoprostheses to repair an abdominal aortic aneurysm. On (B) (6) 2010, a follow-up computed tomography revealed a distal type I endoleak from the contralateral leg component. The aneurysm sac had increased from 5.3cm to 6.1cm. On (B) (6) 2010, the patient underwent a reintervention where an additional gore excluder aaa endoprosthesis was implanted. The endoleak was resolved and the patient tolerated the procedure. Coil embolization to the right hypogastric was also performed during this procedure.